Event description:
The patient was undergoing an embolization procedure in the left internal carotid artery (ica) using the penumbra coil 400 and a px slim delivery microcatheter. During the procedure, the physician successfully deployed seven coils through a px slim delivery microcatheter; however, upon deploying the eighth coil, the physician felt resistance. The physician retracted the coil and attempted to redeploy it, but felt resistance; therefore, the physician removed the coil and the microcatheter. The procedure ended with no reported adverse effect on the patient.

Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. No further information is available; therefore, the manufacturer is closing its file.

Manufacturer narrative:
Device investigation: results: the distal tip of the pxslim microcatheter is ovalized approximately 1.0 cm from the tip. The black pet-tubing on the hypo-tube of the pusher assembly is going inside the lumen of the pxslim microcatheter. The proximal end of the pusher assembly is also kinked approximately 5.0 cm from the end of the wire where the hypo-tube tab is located. The lumen of the pxslim microcatheter was flushed and the coil and pusher assembly were retracted and reinserted through the hub of the catheter. The pet-tubing on the pusher assembly was causing friction as it was introduced into the lumen of the pxslim microcatheter. Once the coil was advanced more distally out of the distal tip of the catheter, more friction was felt. The coil and pxslim microcatheter are nonfunctional. Conclusions: the complaint has been evaluated. The complaint indicates that friction was felt after the first loop of the coil exited the distal tip of the pxslim microcatheter. Evaluation of the returned device confirmed friction when attempting to advance the coil pusher assembly through the microcatheter however, the friction was felt at the proximal end. It is possible that the physician was experiencing this friction. In addition, the slight ovalization in the distal tip of the catheter may have created friction between the coil and the microcatheter. These devices are 100% visually inspected for damage during packaging. This MDR is associated with MDR 3005168196-2014-00423